Event description:
Olympus was informed that the user facility was not reprocessing and storing their bronchoscope in accordance with the directions for use. The bronchoscope was being stored in a plastic bag inside its shipping case and only flushed with saline pre procedure. No cleaning, disinfection or sterilization was being performed post procedure. This bronchoscope was provided to them as a loaner from either another hospital or non-olympus third-party service provider. There were no reports of any pt infections or cross contamination. .

Manufacturer narrative:
The device referenced in this report was not returned to olympus for eval. An olympus endoscope support specialist (ess) has visited the user facility and provided in-service training to the user facility personnel regarding the appropriate reprocessing, transport and storage of the bronchoscope. The ess demonstrated how to manually clean and flush the bronchoscope. The ess strongly recommended that the facility either purchase the appropriate reprocessing equipment or hire a 3rd party to reprocess their bronchoscope to prevent pt cross-contamination and/or infection. This report is being submitted as a medical device report in an excess of caution.